Event description:
It was reported that during a trial procedure on (B)(6) 2024 the patient, who was under anesthesia sedation, regurgitated for an unknown reason and the surgery was suspended. Patient is stable and symptoms have resolved.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.